Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was reviewed and noted there was presence of calcification in the landing zone. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on provided information by the field clinical specialist (fcs). Available information suggests that patient factors (calcification) likely contributed to the event as review of the provided imagery revealed presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through sheath was confirmed based on provided information by the fcs. Available information suggests that procedural factors (withdrawal of an altered balloon profile) likely contributed to the reported event, as the balloon burst during deployment. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of the sheath tip, which could have led to the observed withdrawal difficulty. The complaint for distal tip separation was confirmed based on provided information by the fcs. Available information suggests that procedural factors (device manipulation) likely contributed to the event. Additional pull force or device manipulation applied to overcome the withdrawal difficulty may have led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Per the report received from italy, a 26mm sapien 3 ultra valve was implanted in the aortic position via a transaortic approach. During valve deployment, the balloon burst as it reached full inflation. When the team attempted to withdraw the balloon, resistance was encountered due to the rupture, and the distal portion of the system - including the tip and part of the balloon - failed to enter the sheath. An attempt was made to reduce the balloon size by inserting forceps into the aorta through the surgical inlet used for sheath introduction, but this was unsuccessful. Subsequent imaging showed that the delivery system had separated into two parts. The proximal portion was removed from the patient, while the distal portion embolized into the descending aorta. A snare was then used to capture and retrieve the distal segment. The patient did not experience any injury, and the valve itself was correctly deployed and functioning as intended. The procedure was ultimately completed successfully, and the patient was reported to be stable afterward.